Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number that was provided is not complete. No additional information regarding the complete lot number was provided. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During a reverse shoulder arthroplasty that was performed as a result of biceps tendenosis and previous shoulder block for glenohumeral arthritis and biceps tendonitis with inflammatory arthroplasty, the screwdriver broke in the glenosphere after being fully tightened. The fragment was lodged and unable to be removed.